Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken shell, part of the shell is missing, crease fold, wear abrasion, brown particles inside of the fill channel. Leak test was performed and found openings on posterior and radius. A microscopic analysis was performed which identify crease smooth opening on radius and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. A striated edge broken on posterior side assessed as surgical damage.

Event description:
Patient reported "deflation" against left device. Device has been explanted and replaced.

Event description:
Patient reported "deflation" against left device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.